Event description:
A malfunction alarm identified as malf 0 was reported, and technical support assisted the customer in resetting the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to continue using the pump and to contact them if the issue reoccurred, which the customer acknowledged and understood.